Event description:
It was reported by service report that the undercarriage did not lock and it collapsed with the patient. There was patient involvement, however no adverse consequences are reported.